Manufacturer narrative:
It was reported that approximately 2.5 months after implant this ra lead dislodged which resulted in loss of capture. The device was reprogrammed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported this lead was dislodged. No adverse patient events were reported.

Manufacturer narrative:
It was reported that the physician repositioned this lead on (B)(6) 2018. The lead remains actively implanted.